Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. Additional information was requested, the following was obtained: ¿ what is the total number of procedures affected by this issue? 3 procedure as the or stuff knows so far. ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None of these events has been reported to ethicon ¿ when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify during use on the patient. While stichting out of the tissue the needle detached from the suture ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4) ch - what¿s the status of the product return? They just handle out the aluminium package of the suture. They do not have anymore the needle or the suture. So product not available anymore. The following information was reported: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-02266 & 2210968-2024-02267.

Event description:
It was reported that a patient underwent a abdominal closure procedure on 8-jan-2024 and suture was used. During the procedure the suture breaks off directly behind the needle. There were no patient consequences reported. Additional information was requested.